Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. The proximal high voltage cable was also partially fractured. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurement greater than 2,500 ohms. There was also a report that there was lead damage as a result of sub-clavian crush. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.